Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation; however, a photo was provided which shows an infusion sleeve with a slit/hole puncture towards the base of the sleeve. The photo confirms the hole; however, visual inspection of the photo also confirmed the shaft of the infusion sleeve was torn by phaco tip piercing damage. The damage exhibited signs of a puncture and tear. Based on the analysis of the photo provided and lab experience by replicating the damage on an infusion sleeve, the customer's event is related to customer handling during the surgical set up process. Improper mounting of the infusion sleeve on the handpiece can cause a tear (or entire shaft removal) on the infusion sleeve, leading to the customer's reported experience. After an investigation of this complaint, it has been determined that no action will be taken at this time; however, user handling is suspected. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The infusion sleeve was reported to have a hole on the side. One red translucent infusion sleeve only was returned. Visual inspection confirmed the shaft of the infusion sleeve was torn by phaco tip piercing damage, not a molding issue. Based on the analysis of the returned sample, the customer's event is related to customer handling during the surgical set up process. Improper mounting of the infusion sleeve on the handpiece can cause a tear (or entire shaft removal) on the infusion sleeve, leading to the customer's reported experience. After an investigation of this complaint, it has been determined that no action will be taken at this time; however, user handling is suspected. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that pink cap of sleeve came with a hole on the side during cataract surgery. The surgery was completed after replacing the product. There was no patient harm.